Event description:
As reported to coloplast though not verified, patient was implanted with novasilk and supris suprapubic mesh. Later the patient experienced dyspareunia, mesh erosion, granulation tissue, vaginal bleeding, discharge, spouse dyspareunia, urinary leakage, 2nd degree rectocele, protruding vaginal mesh, vaginal atrophy, pain, infection, urinary problems, bowel problems, vaginal scarring and loss of consortium. Mesh excisions, trimming and the area treated with silver nitrate were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.